Event description:
It was reported by service report that the brakes would not remain engaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4) - brake cams.